Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 month following the implant of this mitral bioprosthetic valve, the patient died. The cause of death was not received. There was no evidence to suggest that the valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed. Additional information has been requested.